Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this report was returned for examination. Examination of the returned instrument found the plastics in the handle is broken. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that there is a crack in plastic. There was no surgical delay.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this report was returned for examination. Examination of the returned instrument found the plastics in the handle is broken. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that there is a crack in plastic. There was no surgical delay.